Manufacturer narrative:
Insulin pump passed functional test including a21 error test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. No a17 or a21 alarms noted. Insulin pump received with cracked case on display window corners, minor scratch on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the nurse that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 476 mg/dl. It was also reported that the customer was hospitalized again with blood glucose of 548 mg/dl. Customer was nauseous, had high blood glucose, and diabetic ketoacidosis. Customer was treated with IV drips. Customer was wearing the insulin pump upon hospitalization. Upon troubleshooting, it was found that the insulin pump had external ram crc error and unexpected restart alarms. Customer's blood glucose at time of call was 248 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.